Manufacturer narrative:
The reported event of ¿the 35 mm amplatzer cribriform occluder (aco) deformed upon deployment¿ was confirmed. The proximal disc deployed in a bulbous formation under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the deformation upon deployment remains unknown.

Event description:
The right atrial disc of the 35 mm amplatzer cribriform occluder (aco) deformed upon deployment. The aco was removed and replaced with a second 35 mm aco and implant was completed without any issue. The patient did not experience any adverse consequence. Patient data is not available due to confidentiality policies within the hospital.